Event description:
During manufacturer review of the published article (B)(4), it was identified that a patient had a fractured vns lead requiring replacement. The time of the event is unknown, as the article was a retrospective review from 1999 through 2008. Attempts to the author for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Article citation: operative and technical complications of vagus nerve stimulator implantation, operative neurosurgery, december 2010, vol. 67, ons490; spuck, s, tronnier, v, orosz, I, schonweiller, r, sepehrnia, a, nowak, g, and sperner, j.